Event description:
A customer contacted beckman coulter inc. (Bec) reporting a clenz leak at pinch valve pv37 in the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
The customer requested on-site service and a field service engineer (fse) contacted the customer and instructed operator on how to change the pinch tubing through pinch valve pv37. After replacing tubing, controls and patient samples were run without any issues. The root cause for the leak can be attributed to the worn pinch tubing at pv37. (B)(4).